Manufacturer narrative:
(B)(4). Date of event: day unknown. Only month (B)(6) and year (2018) known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut the tissue?

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon fired 60a stapler but staples did not deploy; no patient problems occurred. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Brand name - updated to flex 60 articulating. Catalog - updated to ec60a. UDI - updated to (B)(4), batch l55g3k. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.